Manufacturer narrative:
Report source other: (B)(4). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse notes that the baby arrived from another hospital approximately two hours ago. Temperature 32c upon arrival and after two hours of therapy in an arctic sun device patient was 31.7c, water temperature (wt) was 39c, flow rate (fr) was 0.7lpm, targeted temperature (tt) was 33.5c. Explained correlation between flow rate and heater capacity. They had been tracking water temperature (wt), and it has been fluctuating from 27-39c. Esophageal probe in place, no secondary probe. They tried to obtain a rectal and axillary temperature and at first neither would display a temperature. After a few moments the axillary read 36.6c, but the patient feels very cold to the touch. Asked if they could move the probe to the bedside to test the reading there, but they stated they were mid procedure and asked if they would call back later. Contacted another customer and called back about 15 minutes later. Stated they changed the device (dyhnal019) and now flow rate (fr) was 1.3lpm and baby was 32.2c. They will call back if they have any other issues. Per follow up information received via phone on 20jan2026, spoke with nurse who confirmed no further issues with the second device. The original device was removed from the unit yesterday. They were not sure who picked it up. Per additional information updated from ttm on 20jan2026, biomed had device with a note of low water temperature, device not warming and would like to troubleshoot. Sn: (B)(6).

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Esophageal probe in place, no secondary probe. They tried to obtain a rectal and axillary temperature and at first neither would display a temperature. After a few moments the axillary read 36.6c, but the patient feels very cold to the touch. Asked if they could move the probe to the bedside to test the reading there, but they stated they were mid procedure and asked if they would call back later. Contacted another customer and called back about 15 minutes later. Stated they changed the device (B)(6) and now flow rate (fr) was 1.3lpm and baby was 32.2c. They will call back if they have any other issues. Per follow up information received via phone on 20jan2026, spoke with nurse who confirmed no further issues with the second device. The original device was removed from the unit yesterday. They were not sure who picked it up. Per additional information updated from ttm on 20jan2026, biomed had device with a note of low water temperature, device not warming and would like to troubleshoot. Sn: (B)(6). The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, h. Report source other: case: (B)(4) / case: (B)(4). UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse notes that the baby arrived from another hospital approximately two hours ago. Temperature 32c upon arrival and after two hours of therapy in an arctic sun device patient was 31.7c, water temperature (wt) was 39c, flow rate (fr) was 0.7lpm, targeted temperature (tt) was 33.5c. Explained correlation between flow rate and heater capacity. They had been tracking water temperature (wt), and it has been fluctuating from 27-39c. Esophageal probe in place, no secondary probe. They tried to obtain a rectal and axillary temperature and at first neither would display a temperature. After a few moments the axillary read 36.6c, but the patient feels very cold to the touch. Asked if they could move the probe to the bedside to test the reading there, but they stated they were mid procedure and asked if they would call back later. Contacted another customer and called back about 15 minutes later. Stated they changed the device (B)(6) and now flow rate (fr) was 1.3lpm and baby was 32.2c. They will call back if they have any other issues. Per follow up information received via phone on 20jan2026, spoke with nurse who confirmed no further issues with the second device. The original device was removed from the unit yesterday. They were not sure who picked it up. Per additional information updated from ttm on 20jan2026, biomed had device with a note of low water temperature, device not warming and would like to troubleshoot. Sn: (B)(6).